Manufacturer narrative:
The implant remains in-situ. The part number and/or lot number were not provided. A radiograph image was provided which confirmed the reported event. The root cause is unable to be determined at this time. If any additional information is provided, a supplemental report will be submitted.

Event description:
On an unknown date a patient underwent a posterior fixation spinal procedure. On (B)(6) 2021, it was reported a radiograph image revealed a screw shank fractured distal to the tulip. The patient heard a "pop" after bending over. A revision surgery date has not been provided. No patient injury reported.